Event description:
Reporter states that although the valve is closed, the bag continues to expand with air. They suspect the problem is due to a leak in the closing valve.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction, because a recurrence of this malfunction is likely to lead to a serious injury/serious illness to a patient. The cathy closed suction system that is leaking air would not perform optimally the task of wound drainage and could expose the patient to the risk of a delay in therapy, loss of blood meant for auto transfusion and the breach in the closed system may expose care providers to the risk of cross contamination. Additional details received indicates that a sample was received and tested. The test results show that the device is functioning according to its specifications. No defects were found during testing. Design history record determined that there were no related deviations concerning the complaint issue. The true root cause for this complaint cannot be identified on a base of available information. There was no report of a patient affected in this case. No additional patient/event details have been provided to date. Reported to the FDA on (B)(4) 2013.